Event description:
It was reported by an attorney that the patient underwent a gynecological on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent bso, abdominal wall exploration with excision of mesh, anterior vaginal wall exploration with removal of mesh and cystoscopy to ensure bladder and ureteral integrity on (B)(6) 2013. It was reported that patient underwent transvaginal excision of mesh on (B)(6) 2014.

Manufacturer narrative:
It was reported that patient underwent removal of exposed vaginal mesh due to exposed vaginal mesh on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary stress incontinence and second degree cystourethrocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.